Event description:
It was reported that the pt experienced pain from the incision to the tailbone where the catheter was inserted. The pain occurred when the pt was "walking, sitting, standing, or doing anything active." The pt had been trying to manage the pain with the personal therapy mgr; the ptm was subsequently "taken away." It was later reported that the pt experienced "lumps" near the catheter pathway on both sides. The pt had also developed irritable bowel syndrome (ibs) since pump implant. The pt had "popped lump" at one time and states it caused a bruise. The pt also had two "bilateral flank masses" (the size of peaches) develop on the left and right sides below the catheter incision since implant. The two masses were removed; the pt was concerned that the masses might be a sign of inflammatory mass. A higher concentration of morphine "was ordered on accident at last refill."

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: after the ptm was taken away, the pump was programmed to bolus the patient automatically at scheduled times throughout the day. As of the date of this report, the patient did not have any issues with the therapy or the pump. The pump was ¿set fine and working well¿ and the patient liked that the pump delivered the medication now.